Manufacturer narrative:
The main component of the system and other applicable components are: product ID 97754 (B)(4) implanted: explanted: product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that there was no known cause of the charger not turning on. The rep reported that there were no interventions to address the charger not turning on because the patient was hospitalized, and the charger was at home. The rep reported that they did a trickle charge, normal charge ¿ with a different charger and cleared the power on reset (por). No further complications were reported.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 97754 lot# serial# (B)(4), product type recharger.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for radiculopathy and spinal pain. The hcp reported that the patient needed an MRI, but the patient¿s ins was out of charge. The hcp reported that the MRI facility called them to make them aware that the MRI tech was unable to put the patient programmer (pp) into MRI mode, to check ins compatibility. The hcp reported that they were unsure what the MRI tech was seeing on the pp screen. The hcp reported that the patient didn¿t use the device and got the impression that the patient¿s ins was not effective for the patient, but the hcp was not sure. The hcp reported that the patient had the ins for ¿intra fecal.¿ the hcp reported that they didn¿t know how long it had been since the patient stopped using the ins or the last time the patient charged the ins. The hcp reported that they didn¿t know anything about the ins and was looking for someone to come out and assist for the patient to have an MRI. Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient¿s recharger wouldn¿t turn on. The rep reported that the patient¿s ins was overdischarged and the recharger not turning on appeared to be the reason the patient was in overdischarge. No further complications were reported.